Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4)

Event description:
The customer reported the system shut down prior to a case. No pt injury was reported.